Manufacturer narrative:
Internal complaint reference case-(B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that, the "mdu powermax elite" was faulty. No case reported; therefore, there was no patient involvement. Preliminary results of investigation have concluded that this unit's button would not activate the motor which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed the left button would not activate the motor, but the right and oscillate button still functioned. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit.